Event description:
Customer reported, she had experienced low blood glucose over 40 mg/dl a week ago and currently was 57 mg/dl. Customer stated the lows were caused because customer's doctor adjusted her blood glucose for high blood glucose. Customer stated, she was going to monitor lows and will talk to doctor since she has been getting lows during lunch time. Customer declined troubleshooting and stated she was going to talk to her doctor first. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.